Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device was received for evaluation. The reported condition of a loosened screw was not confirmed. Visual evaluation of the as returned product identified signs of wear on the device due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR not available.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Doctor reports that an iunihg screw have loosened. Tooth site #28.